Event description:
The customer reported that the system would shut down during a procedure when the footpedal was depressed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep inspected and tightened the workstation transformer and checked the power cord assembly and checked the ac power supply. The system was tested and found to be working as intended and put back in service.